Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify device deficiency anomaly due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose value was 427 mg/dl and the other blood glucose level was 350 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with shots. Customer was not using insulin pump system within 48 hours of reported high blood glucose event. Customer did not mention any symptoms related to high blood glucose event. Customer was not alleging insulin pump was under delivering. Customer stated that the drive support cap appeared to be normal. Customer reported that they not have contacted their healthcare professional regarding the high blood glucose level. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. The insulin pump will be returned for analysis.